Event description:
The customer obtained multiple, non-reproducible, higher than expected vitros trop I es results (patient 1= 0.451, patient 2 = 0.057 vs. Expected results < 0.012 ng/ml) from two different patient samples processed on the vitros eci system. The affected patient 1 result was reported out of the laboratory. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The customer repeated the patient 1 sample as the physician questioned the affected result. A corrected report was issued. Patient 1 was admitted to the hospital and medication prescribed however specific treatment details in relation to the affected troponin result is unknown. The customer questioned the affected patient 2, sample 1 result prior to reporting due to a discordant sample 2 result . There was no report of patient harm as a result of this event. This report is number one of two MDR's for this event. Two 3500a forms are being submitted for this event as two devices were involved. (B)(4).

Manufacturer narrative:
The investigation confirmed that multiple, non-reproducible, higher than expected vitros trop I es results were obtained from two different patient samples while using the vitros eci system. Additionally, the samples may not have been processed in accordance with the tube manufacturer's recommendations. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. The investigation could not determine a definitive root cause. Additionally, a pre-analytical sample processing issue, an instrument or reagent related issue cannot be ruled out as contributing factors.